Event description:
It was reported that high impedance was seen. X-rays and tablet data were provided for review. Ap and lateral x-ray images of the chest were received. It could not be assessed based on the images provided if the connector pin was fully inserted due to the angle of the image. The feed through wires appear to be intact. No apparent sharp angles or gross fractures were observed in the part of the lead visible in the ap and lateral chest views. The lead wires appeared intact at the connector pins. Based on the x-rays received, the cause for the high impedance could not be determined. Data decoder was reviewed. High impedance was seen, as expected. No other anomalies were identified.